Event description:
It was reported that while in use with a patient, staff were unable to aspirate via the blue aspiration port on the tracheostomy tube. It was found that a thin hairline crack was running down the port. No other damage was detected. The tracheostomy tube was changed without issue. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, no device was returned for evaluation. If the device is received, the investigation will be reopened for evaluation.